Event description:
It was reported that the system would display an usable image and shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the image processing computer and its connectors. The system operates as intended.